Manufacturer narrative:
Citation: s. Yoon, et al. Outcomes in transcatheter aortic valve replacement for bicuspid versus tricuspid aortic valve stenosis. J a c c v o l . 6 9 , n o. 2 1 , 2 0 1 7. H t t p : / / d x . D o I . O r g / 1 0. 1 0 1 6 / j . J a c c . 2 0 1 7 . 0 3 . 0 1 7 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes in transcatheter aortic valve replacement for bicuspid versus tricuspid aortic valve stenosis. All data were collected from multiple centers. The study population included 1092 patients (predominantly male, mean age 77 years), 336 of which were implanted with medtronic corevalve and 39 evolutr (serial numbers not provided). Among all patients 139 all cause deaths occurred, 13 deaths were noted as procedure related. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, bleeding, major vascular complication, acute kidney injury, conversion to surgery, coronary obstruction, aortic root injury, implantation of 2 valves, paravalvular leak, new permanent pacemaker, based on the available information, these events may have been attributed to medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.